Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received inappropriate shock due to noise on the right ventricular lead. The noise was reproducible with isometrics. Programming change was made to disable the tachycardia therapies. Lead revision was discussed. The patient was stable.